Event description:
It was reported that the handpiece had a sticking trigger, which could lead the device to unpredictably activate. This was noticed during a total knee procedure. There has been no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device sticking was not confirmed. Based on the investigation details, the ebox did not work. The ebox, along with other components, were replaced.